Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was causing intermittent left pectoral muscle stimulation. The lead polarity was reprogrammed to bipolar, and the lead remains in use. No patient complications have been reported as a result of this event.